Event description:
Device 1 of 3. The pt received 2 sch anchors with the same lot number. Reference MFR report: 1627487-2012-03311 and 1627487-2012-03312. It was reported, the pt's scs leads migrated from their original location. The scs lead migration was identified during a reprogramming session. Follow-up identified the pt's scs leads and scs anchors were replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.